Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they replaced the line cord assembly (0012-00-1688-21). The battery in slot one was not charging intermittently and would switch between ac and battery usage. The batteries were replaced (0146-00-0097). The volume disk (0202-00-0142) was replaced as a part of preventive maintenance. Device passed the performance and safety checks according to factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept fat wayne nj. The failure analysis and testing dept received part number 001200168821 reel ac power cord serial number (B)(6) with a reported unit failure of ground pin in missing the failure analysis and testing dept performed a visual inspection and observed the ground pin is missing. Please see attached retaining the power reel in the fat dept per procedure number 000207d008 rev av.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Event description:
It was reported that, during routine check cardiosave intra aortic balloon pump (iabp) was not charging and it¿s ground prong was missing. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.